Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter and suffered cardiac tamponade requiring pericardiocentesis. Before the transseptal phase, pericardial effusion was noticed. Cardiac tamponade was confirmed by intracardiac echo (ice) and transthoracic echo (tte). Pericardiocentesis was performed and 170cc of fluid were removed from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. The physician¿s opinion regarding the cause of the adverse event is that the insertion of the non-bwi diagnostic decapolar catheter may have contributed to the effusion. The only biosense webster inc. (Bwi) product inside the patient¿s body at the time of the adverse event was a lasso® nav eco variable catheter. There was no evidence of a steam pop. Transseptal puncture was performed with a baylis transseptal needle. A bwi ablation catheter was never introduced into the patient¿s body. No ablation was performed prior to the event. No error messages were observed on any bwi equipment during the case. It was determined that lasso® nav eco variable catheter is highly unlikely to be involved. However, it cannot be excluded completely. Therefore, the event will be conservatively reported under lasso® nav eco variable catheter.